Manufacturer narrative:
The soft cannula was not observed to be bent, kinked or otherwise damaged. Cracks and damages were observed on the top housing. Upon opening, several internal components were observed to be damaged. Inspection of the pcb found several components to be damaged. These damages were determined to be post use. The battery voltages were measured and the bottom and middle batteries were found to be insufficient. An external power supply was used for data retrieval attempts. Despite several attempts, including removal of the pcb, the data could not be recovered. Inspection of the pcb found several components to be damaged. These damages were also determined to be post use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 25.7 mmol/l (462.6 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual insulin injection was administered.